Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in properly loading a new cartridge, but the alarm persisted. As a corrective action, technical support arranged for a replacement pump to be sent to the customer. Meanwhile, the customer was to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.